Event description:
Additional information received from MFR on 2 sep, 1999: the instrument involved is a pilling weck product. Pilling weck is located in ft washington, pennsilvania. Weck closure systems and pilling weck instruments split in march of 1997.